Event description:
(B)(4). It was reported that post a coronary stenting treatment procedure, the patient experienced restenosis. The target lesion being treated was located in the proximal right coronary artery (rca). Follow-up coronary angiogram was performed. The lesion was 75% stenosed, 3.00mm in diameter and 33.0mm long. In (B)(6) 2009, restenosis was confirmed. A target vessel re-intervention was performed with an unknown balloon catheter and a non-bsc stent. Post procedure visual inspection revealed 0% stenosis. The event was considered resolved 1 day later. In (B)(6) 2010, 1 year follow-up was performed and the patient had no anginal symptom. No patient complications were reported and the patient's status is good.

Event description:
It was further reported that during the index procedure, a new lesion located in the proximal right coronary artery was 90% stenosed, 3.0mm in diameter and 20mm long. The lesion was treated with placement of a 3.0x20mm taxus liberte stent. Post dilation was performed. Residual stenosis was 0% with timi 3 flow noted. The patient was discharged 5 days later without complications on aspirin and ticlopidine hydrochloride.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)